Event description:
Patient with recurrent glioblastoma began treatment with novottf on (B)(6) 2012. Novacure was informed on (B)(6) 2013 by the prescribing nurse practitioner that the patient had died on (B)(6) 2012. Prescribing np reported that the cause of death was progressive glioblastoma. According to the np, the patient had radiographically confirmed gbm progression at time of death. As per log file review, the last date of novottf treatment was (B)(6) 2012 and the device was functioning as per normal operating parameters.

Manufacturer narrative:
Novocure concurs with the treating hcp that death is unrelated to novottf. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial, overall survival was 6.3/6.4 months in the novottf and chemotherapy arms respectively. This event is being reported to the FDA as per novocure's standard operating procedures which state that any deaths that occur within 24 hours of device use be reported (patient was wearing device on date of death).